Event description:
It was reported that on (B)(6) 2022 the doctor performed a myosure procedure and removed small polyp in 5 to 10 seconds. Fluent fluid management system was used and deficit increased from 350 to 650 quickly. Physician stopped using lite device and did a quick blind dilatation and curettage. Physician went back in with scope to view cavity and deficit increased rapidly. Procedure aborted and the final deficit was approximately 850 cc¿s. On (B)(6) 2022 the patient was admitted to the emergency room for additional surgery due to a 1cm bowel perforation and uterine perforation. No other information is available. Additional information received : a small 1 cm perforation and uterine perforation was observed. The patient required surgery no other information is available.